Event description:
Customer complains about blood leak during treatment. The blood flow rate was 135ml/min, tmp, 102mmhg. The blood loss was relatively minor. No pt harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.